Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the rotaflow gave a "low battery" alarm after less than 40 minutes in battery mode. The rotaflow was then connected to ac power quickly enough that the pump did not stop. After connection to ac power treatment continued as intended with no consequences for the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with serial number (B)(6). The technician confirmed the reported failure and determined that the "battery pack with fuse" (material# 70101.7188) will need to be replaced. The most probable root cause for the battery failure could be determined as the lifetime of the battery was passed and replacement overdue. The battery had not been replaced in over 2 years. Based on these investigation results the reported failure "short battery runtime" could be confirmed. A review of non-conformities was performed on 2023-11-27, and during the time from 2017-02-22 to 2023-11-27 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2017-02-22. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15: chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that the rotaflow unintentionally shut down during treatment. After connecting the rotaflow to ac power, the device could be powered on again and treatment continued as intended. No harm to any person has been reported. Complaint ID (B)(4).